Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (fragile leaflets) contributed to the reported slda. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The increased mitral regurgitation (mr) is likely due to the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1964 labeled device codes: 2507 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A2: estimated age the clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 is filed under a separate medwatch report. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for a single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two mitraclips were implanted, reducing mr to 1-2. Both clips were stable on both leaflets. On (B)(6) 2019, two days post procedure, echocardiogram showed single leaflet device attachment (slda) on both clips. Both clips had detached from the anterior leaflet and remained attached to the posterior leaflet. The mr increased to 3. In the physicians opinion, the slda was due to fragile leaflets. On (B)(6) 2019, a second procedure was performed to stabilize the detached clips. Leaflet grasping was achieved, however, mr was unable to be reduced. Therefore, the clip was not implanted. The procedure was aborted. No treatment has been planned at this time. Post procedure mr remained at 3. There was no clinically significant delay in the procedure. No additional information was provided.